Event description:
During surgery the patient's humeral was fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for this part and lot number combination. Provided information states although it is not known for certainty exactly what happened, but the impression from the surgeon that it occurred when the surgical tech moved the arm. Believed that was the cause or perhaps there was a small fracture that later spiraled. The rep didn't believe that it was perceived to be an instrument related issue. It is marked on the device experience report that the product is not suspected of failing to meet specifications or contributing to the reported event. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.